Manufacturer narrative:
(B)(4). Summary: the analysis results found that the device was returned with no damage in the external components. The provided device was activated manually. (B)(6) straps were delivered properly. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. No conclusion could be reached as to what may have caused the reported incident. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a herniorraphy procedure on (B)(6) 2019 and the absorbable straps was used. During the procedure, the device could not transpose the mesh and fix it to the aponeurosis. There were no patient consequences reported.